Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a hole in the balloon, or the balloon was not properly attached to the scope. Balloons are very thinly molded and can easily break if excessive force is applied during installation. Stretching the balloon using your fingernail or overstretching it with the applicator are possible causes of balloon breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the balloon exhibited a leak. There was no patient involvement.